Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured between february 14, 2014 and february 17, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted solid, white particles, between 0.20 and 0.45 mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particles to be polyester material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particles was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate had particulate matter inside its balloon. There was no patient involvement. Additional information was requested and is not available.